Manufacturer narrative:
The devices are still in use at the hospital and no devices will be returned. An investigation without the affected devices will be conducted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that prior to use, there was an error on the storz system when the tower was turned on. There was no patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: the claimed product was not returned to karl storz tuttlingen. Therefore, physical technical inspection is not possible. However, based on the provided information, the most likely cause for the reported issue is a software hang, where the initialization of the video path is not established correctly. After a restart, the unit could work again since the video path is established correctly the event is filed under internal karl storz complaint ID: (B)(4).